Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the software was reloaded and the fan was replaced. The programmer was then tested and passed to manufacturer specifications. (B)(4).

Event description:
It was reported that the programmer displayed an error while setting up the programmer. It was also noted that the fan was noisy. A backup programmer was used. The programmer was returned to the manufacturer for servicing. There was no patient involvement.